Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparotomy distal gastrectomy. Customer states that upon second fire, idrive stopped to fire after advancing 1 cm. Since the device did not restart the fire with pushing the blue toggle, sulu was replaced after the jaws were released normally. All fires were slow speed. Sterilization: autoclave. Cleaning type: manual.

Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the reload noted that it was partially fired to the 4.5 cm cut line and engaged in interlock with the jaws open. Functionally, the reload was loaded into a pmv representative instrument (idrive ultra powered handle 1) for functional testing. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was then applied to test media, and found to function properly. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the appropriate device history record indicates this device lot number was released meeting all quality specifications. Subsequently, the complaint data did not display an increased trend. Replication of the partial fire condition with interlock engagement may occur if the firing button had been pressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. No corrective action was generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4)